Event description:
According to the info received, a nurse reported that two pts experienced the tip of a catheter breaking off upon insertion of the catheter. For one pt this occurred between the eyelets, and for the other pt it occurred above the eyelets. Neither had any pieces left in the urethra upon inspection by the nurse.

Manufacturer narrative:
One catheter and the tyvek part of the package were received for eval. Examination of the packaging revealed a void in the seal where the tip of the catheter would have been seated. Examination of the catheter revealed what appeared to be a cutoff between the eyelets on the tip of the catheter. The packaging supervisor was notified of the complaint, and after further examination, confirmed that the catheter was out of position during the packaging process which resulted in the catheter being cut off. The packaging supervisor notified packaging personnel of this complaint to lessen the chance for recurrence. No other complaints were noted with this lot number.